Event description:
It was reported that the patient experienced a syncopal episode in the shower on (B)(6)2010. The physician ordered a holter monitor, which found sinus rates in the 40's. The ventricular lead exhibited oversensing; 12 high ventricular rate episodes were noted. The ventricular sensitivity was changed from 2.0 to 3.0 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.